Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced diabetic ketoacidosis with high blood glucose of 379 mg/dl. Customer stated they felt crummy. It was unknown whether customer was using auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.